Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergoes essure confirmation test". The patient's concurrent conditions included pain menstrual. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches"), hot flush ("hormonal changes describe: hot flashes"), libido decreased ("low sex drive") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain / pelvic area"), abdominal pain ("pain:abdominal/ side area") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, migraine, hot flush, libido decreased and vaginal discharge outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, hot flush, libido decreased, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient do not recall regarding essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: new pfs received- case became incident because ablation surgery added to event menorrhagia.new events added: abnormal bleeding ( general ),patient did not undergoes essure confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.